Event description:
It was reported by the affiliate in colombia that during a meniscal repair procedure on (B)(6) 2023, it was observed that the suture on the truespan meniscal repair system peek 12 degree device was fraying then broke when trying to pull it. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j employee. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: three photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Upon visual inspection of the firs photo it was observed that the suture is frayed, in the second photo an arthroscopic image is shown in which the suture condition could not be identified. Third photo shows the device in its white tray devices is over its white tray, it does not appear to have structural anomalies, also the suture was noted, it was cut. A manufacturing record evaluation was performed for the finished device lot number: 141l318, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual inspection of the photo, this complaint can be confirmed. A possible root for the suture frayed can be attributed to procedural variables, such handling of the device or product interaction during procedure; the suture could have been over-tensioned and consequently cause its damage, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.